Manufacturer narrative:
(B)(4). Date sent: 9/28/2023. D4 batch # unk. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: laparoscopic hartmann reversal: experiences from a developing country. Author(s): dung anh nguyen, (B)(6), truc thanh thai, hai van nguyen. Citation: ann coloproctol 2022;38(4):297-300;https://doi.org/10.3393/ac.2020.00577.0082. This retrospective study aims to evaluate the treatment technique and outcomes of laparoscopic hartmann reversal (lhr). Between 2015 and 2019, 35 patients who underwent hartmann reversal procedures were included in the study. There were 21 males and 14 females with a mean age of 61 years (range, 20-78) and a mean bmi of 22 kg/m2 (range, 17.3-28.5). These patients underwent hartmann procedures between 2015 and 2019 for acute complicated diverticulitis, cancer, or trauma. During the laparoscopic hartmann reversal procedure, the circular staplers (cdh29, ethicon endo-surgery) were the most frequently used to make the colorectal end-to-end anastomosis. In all procedures, a tension-free anastomosis was systematically obtained. A 24-french drain (manufacturer: unknown) was placed in the pelvis. Reported complications included anastomotic leakage (n=1), deep surgical site infection (n=1), and reoperation due to anastomotic dehiscence (n=2). In conclusion, when performed by skilled surgeons, laparoscopic hartmann reversal is a feasible and safe operation with acceptable morbidity rate.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2025. Corrected data: d1, d4.